Event description:
It was reported that when the system controller was connected to the pump and patient cable for pump priming, the pump started immediately even though it came straight out of the packaging and had not yet received the command to start. The controller did not alarm or show anything on the controller display, and the connection between the heartmate touch and the controller could not be established despite several attempts. The controller was exchanged and was not used.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of an automatic pump start was unable to be confirmed; however, the events of communication issues between the system monitor and the controller and issues with the user interface (ui) were able to be confirmed. The heartmate 3 system controller (serial number:(B)(6)) was returned for analysis, and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 3 days ((B)(6) 2021, (B)(6) 2000, (B)(6) 2022 per timestamp). Events captured on (B)(6) 2000 took place when the clock was not set; therefore, the exact dates and times were unable to be accurately recorded. Events occurring on (B)(6) 2022 took place in the testing labs at abbott. The pump fixed speed and low speed limit (lsl) were set to the default manufacturing settings. The driveline was not connected in log file prior to testing the labs at abbott. There were no notable alarms active in the log file. The only pump operation activity found in the log file was during testing in the labs at abbott. The system controller underwent preliminary and functional testing and did not pass due to the controller not communicating with the system monitor. Upon further investigation, the controller was opened and the ui ribbon cable was found to be damaged and inserted improperly. The ribbon cable was replaced and communication was reestablished and the controller was able to function as intended. The ribbon cable was viewed under the microscope to inspect the damage. The root cause of the reported event was conclusively determined to be caused by the ui ribbon cable being improperly set. The ui circuit contains all of the buttons and leds found on the face of the controller, such as the silence alarm button which will trigger the pump to start when pressed. Circuit analysis was performed by following the heartmate 3 system controller schematic and the ui ribbon cable circuit was found to be connected to the system monitor communication circuit via the bluetooth communication wires. In the event that the ui ribbon cable is improperly seated, the contacts of the ribbon cable may cause shorts to any one of these circuits which may result in any of the following events: loss of communication to the system monitor via a short in the bluetooth wires, no leds illuminated or loss of ui button function, or the pump to automatically start via a short in the silence alarm button. The device history records were reviewed for the system controller (serial number: (B)(6)) and was found to pass all manufacturing and qa specifications before being shipped to the customer on (B)(6) 2021. Heartmate iii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Exchanging the system controller resolved the issue.